Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log indicating a failure of the oxygen blending module board. The device's oxygen blending module board was replaced to address the issue. The device was cleaned and tested and passed all final testing. Additionally, the device's o2 pm kit, exhaust fan assembly, 43 micron filter, motor blower assembly and stirring fan foam were all replaced per preventive maintenance protocol.